Event description:
I had inguinal hernia repair with mesh on (B)(6) 2010. I am worse off now then before the surgery. I am in constant pain and any type of minor activity makes it worse. The surgeon will take no responsibility.